Event description:
The customer reported that there was a failure to alarm. No patient harm was reported.

Manufacturer narrative:
The customer reported that there was a failure to alarm. No patient harm was reported. The customer reported that the alarm did not sound when the spo2 level went below the alarm limits, but they did not report how long the condition lasted or what was the alarm delay setting or alarm averaging setting. The available information is therefore not sufficient to determine whether there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.